Event description:
It was reported that the patients right ventricular (rv) lead exhibited high impedance, and an alert on the superior vena cava (svc) defibrillation coil impedance. It was also noted the patient's implantable cardioverter defibrillator (ICD) delivered an inappropriate therapy for an apparent atrial fibrillation (af) episode. Reprogramming as been completed and the lead and device remain in use. No further patient complications have been reported as a result of this event.